Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion twice at 19.11 psi and 19.36 psi" was not reproduced. Evaluation sent device to flow line for downstream occlusion testing and the device passed testing. A review of the event history log revealed "downstream occlusion" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was undetermined. No device correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion twice at 19.11 psi and 19.36 psi during testing in the biomedical service department. There was no patient involvement. No additional information is available.